Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) has peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, a pd nurse stated that the patient was seen in the outpatient pd clinic on (B)(6) 2022 for symptom of abdominal pain. The patient had a pd culture obtained which revealed growth of enterococcus faecalis. The nurse stated the patient was treated on an outpatient basis with the antibiotics vancomycin and ceftazidime intra-peritoneal (ip) per clinic protocol. The patient is reportedly recovering from the peritonitis event. The patient continues pd treatment with the fresenius cycler without further reported issues. The nurse stated the cause of the peritonitis was unknown. However, it was confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated a home visit with the patient would be conducted to review infection control procedures.